Event description:
It was reported that a minicap was cracked which resulted in iodine leakage during use of the device for peritoneal dialysis. This was observed while the home patient was placing the minicap on the transfer set. Upon closer examination, a crack was identified along the open end of the minicap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.